Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial#(B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine (unknown) via an implantable pump for spinal pain indications. Patient reported the personal therapy manager (ptm) kept acting up and they had to restart or reboot the device. Patient stated the ptm was getting slow and getting stuck at 90% and taking a long time to connect to the pump. Patient service assisted patient with clearing the data from the handset and ptm connected very fast and patient was able to deliver a bolus very fast. The troubleshooting steps that were taken on the call resolved the issue.